Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was unable to replicate or confirm the complaint. The pump operated within product specifications. The pump also showed that the feeding was stopped and started several times, that the pump settings were changed during the feeding, and that the pump never alarmed dose done as the infusion never completed. The complaint does not appear to have occurred as reported. The initial reporter did state that the patient experienced a four hour delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed dose done but had "only delivered a few mls". During a follow up conversation with mmdg they stated that the pump was programmed at a rate of 66ml an hour and a dose of 1450 ml. They also stated that the pump alarm resulted in a four hour delay of therapy. They were unable to state why there was such a delay in therapy or what the patients condition was afterwards. [(B)(4)].